Event description:
The dexcom g7 sensors should be removed from the market. I've used dexcom for 10 years prior to this with great success (I have t1d). The new sensors have a near 100% failure rate before the sensor expected life. I hope you are already but please just google this issue and read through the dozens of support forums. They are profiting off customers and continuing to ship a faulty product.